Manufacturer narrative:
The device is expected to be returned, however analysis of the product is not required. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was explanted due to infection. Intravenous antibiotics were administered to the patient. There were no additional adverse effects reported.